Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during procedure, the fast fix 360 failed; the t2 of the device fell off after t1 was implanted. Surgery was resumed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the devices showed the device was not returned with the t1/t2/suture. The actuator is in the pre-t1/post t2 position. There is bio debris on the needle. A functional evaluation of the devices showed that the device cycled as intended. An evaluation of the customer provided image showed two s +n shipping pouches lying besides each other. One pouch has batch number 2064186 on the label the other label has batch number of the complaint, 2080902, on it. The devices are not visible inside of the pouches. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation or inadvertently bending of the needle. No containment or corrective actions are recommended at this time.